Event description:
It was reported that the patient underwent an initial right total shoulder arthroplasty. Subsequently, the patient experienced pain and a worn glenoid component. As a result, the patient underwent right shoulder revision to a reverse shoulder arthroplasty approximately 8 years and 6 months after initial implantation. No further patient impact reported. No further information available.